Manufacturer narrative:
The user facility has reported that the device will not be returned to olympus for evaluation due to no issue with the device associated to this report. No further information will be made available.

Event description:
The user facility reported that the device was having issues with the color during a colonoscopy procedure. New information revealed that during further trouble troubleshooting the user facility reported that the issue was with a loose pigtail connection from a maj-1430 device manufactured by olympus. It was reported that replacement of the maj-1430 device resolved the color issues. There was no patient harm reported and there was no delay in procedure as the procedure was almost over when the issue occurred so the scope was withdrawn and the procedure was concluded.